Manufacturer narrative:
Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratches on display window.

Event description:
Customer reported that a piece of the insulin pump's reservoir compartment broke off. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.